Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a delta xtend for pain. The surgeon wanted to upsize the glenosphere from a 38 to a 42 and change the poly cup. Once the cup was removed the surgeon decided to removed the epiphysis as there was a lot of bone reabsorption indicative of an infection. He also observed that the glenosphere was loose. We observed that it was infected after removing the glenosphere as there was a lot of 'gunk' behind the glenosphere on the face of the metaglene. The screws and metaglene were well fixed. Stem was well fixed. Additional information received: date of implantation (primary surgery). Exact date unknown but it was in 2013. Product and lot number of the metaglene. Metaglene lot number unknown, but it was not removed as it was stable along with the screws. Please clarify what you mean by gunk behind the glenosphere on the face of the metaglene? By 'gunk' I mean there was tissue behind the glenosphere on the face of the metaglene which looked like infected tissue.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary = no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot = the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.